Manufacturer narrative:
(B)(4). D10: cat# unk lot# unk unknown bone screw. G2: foreign: country: south africa. Product remains implanted and will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2024-00579.

Event description:
It was reported that the patient had a motor vehicle accident many years back on an unknown date and sustained a pelvic fracture. A left acetabular reconstruction and total hip replacement were completed but is now causing the patient severe pain and needs to be revised. The revision is projected to be performed in approximately two months on an unknown day. It was reported that besides a broken screw, there doesn¿t seem to be major failure of the implant. No additional information.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. No product was returned, or pictures provided; visual and dimensional evaluation could not be performed. Medical records were not provided. Part and lot identification are necessary for review of device history records and compatibility checks, and neither were provided. The reported issue cannot be confirmed. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information is available at the time of this report.